Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, increased thirst, and urination. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was addressed via an unspecified insulin treatment. Troubleshooting with tandem clinical support confirmed the pump was functioning as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.